Event description:
It was reported that the patient died on the same day of device and lead implant. Follow up revealed patient admitted to hospital due to a 3 day history of abdominal pain, shortness of breath, and lightheadedness. No syncope. Found to be bradycardic with cat scans noting questionable diverticulitis and cardiomegaly with bilateral pleural effusions and a small pericardial effusion. Patient was reported to be a "no code." Patient had persistant bradycardia despite dopamine, so pacemaker inserted the day after admit. Patient in and out of procedure room with no complications reported. After return "to the floor, patient suddenly became unresponsive and died, possibly from atherosclerotic heart disease and cardiac arrest" per physician noted. No autopsy was performed.

Event description:
It was reported that the patient died on the same day as device and lead implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4). The proximal segment of the lead was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4). The proximal segment of the lead was returned and analyzed. There were no anomalies found.